Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was not confirmed. Device history record review revealed nothing relevant to this event. The returned plate was too damaged for dimensional inspection. It is unknown if any post-op non-compliance circumstances contributed to the complainant's event. Based on the information available and the observed condition, a cause for the complainant's event is unknown. The directions for use (dfu-0139) states: postoperatively and until bone healing is complete, fixation provided by this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. The fixation provided by this device should be protected. The postoperative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the screws are locked into the plate rings, but the rings themselves move out from their places in the plate. As a result the screws together with the rings got out from the humeral head. The problem was noticed 1 month after the surgery. The new plate was fixed with fiberwire #2 and steel wire in addition for better security. There are no more remaining pieces from broken plate or screws inside the patient. The patient is in good condition after the second surgery.